Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was not working. After pressing the wake button with extra pressure, the wake button performed as intended. Customer's blood glucose level was 130 mg/dl.